Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not functioning within normal limits. The device was explanted and replaced. No patient complications have been reported as a result of this event.